Event description:
On (B)(6) 2015 that following was reported to arjohuntleigh: on (B)(6) 2015 during the resident's transfer from wheelchair to shower chair using maxi move lift the right leg clip of the sling snapped causing the resident fall to the floor. The resident fell sideways and backwards out of the sling falling approximately 3 feet to the ground hitting the back of head on shower room floor. The resident rec'd a head injury which required 10 stitches to close wound.

Manufacturer narrative:
(B)(4). As of 2014 that number was de-activated due to the site no longer shipping product to the use. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4). Add'l info will be provided following the conclusion of the investigation. (B)(4).